Manufacturer narrative:
The device has been discarded and is not available for evaluation. A device history review should be conducted.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined tubing, secure lock, 272 cm where the customer reported that the set leaked during patient infusion. The reporter stated that a chemotherapy (unspecified) infusion was in progress with a blue sheet under the line set, when staff noticed that the sheet was wet,and droplets were appearing out of the 0.2 filter vent. The device was in use for minutes; the therapy was discontinued and the line was discarded. There was patient involvement, a delay in treatment but no one was harmed as a result of the reported event.

Manufacturer narrative:
Corrected information in section g4. Received one photo of the packaging. No evidence of leakage was observed. The complaint of leakage cannot be replicated or confirmed without the return of the used set. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.